Event description:
It was reported that patient underwent into a hip replacement surgery in (B)(6). Surgeon implanted smith & nephew devices. After the primary surgery while the patient was serving food at the table in her home, she felt a clicking sound in her thigh and slid on the ground. Patient went to the hospital and found that her implant broke in two. A revision surgery was performed to correct the issue, surgeon implanted a new femoral stem.